Manufacturer narrative:
No device has been returned to ambu but picture of the broken device and lot information provided for traceability. The picture shows that the wire is no longer attached to the hub of the needle, leaving the needle in the patient to be removed by the fingers by pulling the hub. The production records have been reviewed, and no deviations were found. Retention sample has been investigated: the retention sample pass the pull test with reading 3.89kg and 3.95kg respectively. The pull strength is within specification for this retention sample. The root cause of the wire separating from the hub is not determinable. Neither is the reason why the user subsequently got stuck by the needle.

Event description:
Needle broke from wire and needle was left in patient, when removing the needle by the fingers a facility staff person stuck by needle. No harm to patient, but patient is (B)(6). The facility has informed that medical intervention has been taken on the staffer: "she started six weeks of continuous medication".